Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached over 400mg/dl while wearing the pod on her abdomen for about 10 hours. She had to go to the hospital because she could not get her levels down. The patient continued wearing the pod while she was at the hospital, and eventually deactivated it when she got home and replaced it with a new pod, which was able to bring her blood glucose down. She stated that the cannula appeared bent when the device was removed. At the emergency room, the patient was diagnosed with hyperglycemia. Treatment included muscle spasm medication, insulin, and 2 bags of IV treatment. She was also experiencing cervical dystonia. The patient's provided blood glucose, insulin, and carbohydrate history is as follows: time, bg (mg/dl), bolus (u), cho (g): 6:35a.m., 1.6; 10:29a.m., 396, 4.15; 12:17a.m., 396, 1.85; 5:35 p.m., 296, 2.75; 6:25 p.m., 1.9, 19.